Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (350 mg/dl) and customer did not believe that he was entering carbs and blood glucose (bg) value correctly into the bolus option. During troubleshooting with tandem technical support, it was determined that the customer was not entering any carbs or bgs into the bolus option, and was only entering units. Customer acknowledged and confirmed that only units were being entered. Customer understood that the carb and bg value should be entered to initiate a bolus based on carbs/bg reading rather than entering units. Customer administered a manual injection to correct elevated bg level.